Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, mitraclip was implanted. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported. On one month follow up on (B)(6) 2026, it was determined that there was a single leaflet device attachment (slda) and the clip was no longer attached to the posterior leaflet. Patient returned with shortness of breath. Mr was grade 4. On (B)(6) 2026, additional mitraclip was implanted to stabilize the slda. The final mr was grade 1.